Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Residue at post of base array. Case type / application: tka.

Event description:
Residue at post of base array. Case type / application: tka.

Manufacturer narrative:
Reported event: residue at post of base array; case type / application: tka. Product inspection: visual inspection confirms residue at post of base array. Product history review: review of the device history records indicate (B)(4) devices were manufactured under p/n 112227 lot 19020416 and all were accepted into final stock on 29 sep 2016 with no reported discrepancies. Complaint history review: conclusion: the event was confirmed during visual inspection. Preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are h3 other text : device not returned.